Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance and difficult to remove was confirmed. Based on a visual, dimensional, and functional inspection of the returned product, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for difficult to position or difficult to remove reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that resistance was felt during advancement of the supera sent delivery system (sds) on the steelcore guide wire. The sds became stuck on the guide wire and could not be removed. The sds and the guide wire were removed together from the anatomy. A new guide wire and sds were used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 018 steelcore guide wire referenced is being filed under a separate medwatch report.